Event description:
The pt was admitted for routine ureteral stent exchange and replacement of metal stents. He had a recent history of episodic gross hematuria requiring transfusion. This initially was felt to be secondary to bladder irritation from the stents in the context of anticoagulation for atrial fibrillation. His stent replacement had been delayed by two months due to an interventional procedure by his cardiologist, ligation of the left atrial appendage. This allowed him to be safely taken off his anticoagulation. His most recent hemorrhage occurred while he was no longer anticoagulated. On presentation to his primary physician with gross hematuria and abdominal pain, he was found to have an elevation in his creatinine from his baseline of 1.5 to 3.5. On ultrasound, he had moderate hydronephrosis on the right and minimal hydronephrosis on the left. On initial cystoscopy, the bladder was noted to be full of clots which were irrigated out. No source of bleeding was identified at that time. The left stent was removed and replaced without incident. On removal of the right stent, there was dramatic hemorrhage into the bladder which precluded any further visualization of the bladder or the source of the bleeding. I was only able to use the "beak" of the cystoscope to try to compress the area of the right ureteral orifice to try to put stem the bleeding by back pressure. During this time, multiple anesthesiologists assisted in his resuscitation including placement of add'l venous and arterial liens and transfusion with 3 units of uncrossmatched o-negative blood. He eventually stabilized as we waited for the vascular surgeon to arrive from home to treat a presumed iliac artery-right ureter fistula. The vascular surgeon accessed his right femoral artery via cutdown and performed an arteriogram. It showed a thrombosed right hypogastric artery. There was no evidence of an active arterial-ureteral fistula and it was felt to have thrombosed by this time, already an hour or more after the bleeding began. He then placed an endovascular stent graft over the area of the ureteral crossing of the iliac. Once this was completed, I again performed cystoscopy and irrigated out clots. At this time, there was only a slow ooze of blood from the right ureteral orifice, felt secondary to blood clots in the ureter. I did a retrograde contrast injection which showed blood clots within the ureter and a high grade stricture at the level of the iliac artery crossing. This location was clearly evident due to the visible arterial stent. I was able to pass a guidewire through the stricture and follow this with a ureteral catheter through which I injected contrast. I was able to pass a new plastic stent over the wire into the dilated renal pelvis. Once this was done, I observed the distal end in the bladder. There was a small amount of bloody urine oozing from the holes of the stent, felt to br from the blood in the collecting system and ureter. The pt was managed with an irrigating foley catheter and ICU observation. Luckily he required no further transfusions and his hematocrit remained stable. His renal function gradually improved postoperatively to 1.77 on postoperative day number 3. He also was acidotic postoperatively which gradually normalized. His hospitalization was 3 days. Stent exchanges were previously outpatient procedures. Reason for use: ureteral obstruction, radiation-induced scar.